Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and replicated the reported event. The company service representative cleaned the ports and found the issue was resolved. The system was then tested and met all product specifications. The system was manufactured on july 11, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed an external-facility environment related, as the issue was resolved after cleaning dirt from the ports. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser was not firing. Additional information has been requested.